Event description:
It was reported by the biomedical engineer that staff said the device was not sensing and pacing appropriately. The device did not capture when set to ddd mode. There were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical anomalies were found. The battery release and lower case were found to be contaminated, there were tool marks in the battery drawer area, the knobs were discolored, both bail covers were broken, and the keyboard window was scratched. The visual anomalies observed would not have caused the reported behavior.

Event description:
It was reported by the biomedical engineer that staff said the device was not sensing and pacing appropriately. The device did not capture when set on ddd mode. There were no patient complications as a result of this event.